Manufacturer narrative:
The investigation for the reported low pump flow/thrombus has been completed. The pump was returned and biomaterial was found wrapped around the impeller. The root cause of the low pump flow/thrombus was determined to be biomaterial ingestion likely due to the lack of anticoagulation. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. It was reported the pump experienced low pump flow, resulting in the pump being explanted. A clot was subsequently noted on the pigtail of the removed device. The device was explanted, and the patient survived the procedure.